Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument (part #480460-09 batch/lot #l13221229-0525) used in this procedure and completed the device evaluation. The instrument was found to have hi drive train friction homing failures based on log review and during in-house testing. The instrument was placed on an in-house system. An additional observation not reported by the site that is related to the primary failure was identified. The I-beam was extended and found lodged staples in the I-beam path. This failure caused the failing during initialization of the instrument. The root cause of this failure is attributed to a component failure. After removing the lodged staples, the instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, noting sureform 60 stapler instrument made weird clicking noises during clamping and stapling which then caused an incomplete staple line, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the reloads associated with the event but received the sureform 60 stapler and failure analysis (fa) was performed. The fa investigations replicated/confirmed the primary failure of noise to be related to the customer reported complaint. The visual inspection was performed, and no obvious damage was observed. The instrument was placed and driven on an in-house system. The instrument passed initialization, the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped fired and unclamped successfully. The instrument was fired with a sureform green 60 reload. A grinding noise was audibly observed during the firing of the reload. The investigation replicated and confirmed the noise coming from the instrument housing. The housing was opened and was noticed a bearing missing in the backend. Bearing that is missing normally gets installed over the drive input shaft and sits in the lower drive support. As a result of the bearing not being installed, input shaft can move sideways, which can result in gears making a clicking/grinding noise during clamping/firing. The root cause of missing bearing was manufacturing related. The complaint regarding grinding noise was confirmed by failure analysis. A review of the stapler log showed there were 3 sureform 60 staplers used during the surgery, the following additional information was provided: the logs showed the first sureform 60 stapler( part number 480460-09, lot number l13221229-0526) was used in the procedure. It was installed on the system 2x and fired 2 reloads (2 blue). On both installs, the first clamp attempt was successful, but was followed by a firing failure. On install 1, the firing stopped at ~71% completion, after a duration of ~45 seconds, and a max torque of ~570 n. On install 2, the firing stopped at ~48% completion, after a duration of ~45 seconds, and a max torque of ~704 n. The instrument was removed and not used in the procedure again. There were no incomplete clamps or incomplete unclamps by this instrument, but there was 1 aborted clamp on the 2nd install. Next, the logs show the second sureform 60 stapler (part number: 480460-09, lot number: l13221229-0525), was installed on the system 5x and fired 1 blue reload. On install 1, clamping was successful and the firing was completed with 5 pauses for compression, per the logs. On the following 4 install attempts of this instrument, the stapler failed to initialize with the system . Parameters indicate the stapler failed to initialize due to high drivetrain friction. The stapler was removed and not used in the procedure again. The logs showed the third sureform 60 stapler instrument (part number: 480460-09, lot number: l19221229-0438) was installed on the system 4x and fired 4 reloads (1 blue, followed by 3 white). There were 2 aborted clamps on install 3. All other clamp attempts by this instrument were completed successfully. There were no incomplete clamps, incomplete unclamps, or firing failures by this instrument. On the 1st fire, there were no pauses for compression. On the 2nd and 3rd firings, there were 2 pauses for compression each, and on the 4th firing there was 1 pause for compression. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument made weird clicking noises during clamping and stapling and an incomplete staple line occurred. A back-up sureform 60 stapler instrument was used and the procedure was completed. The sureform 60 stapler started having the clicking noise during the 2nd fire, when firing with a white sureform reload. The stapler stopped firing during the middle of the 2nd fire and the staple line then was found incomplete with no bleeding observed. The surgeon was not firing over an existing staple line. The surgeon used a second sureform 60 stapler to continue completing the staple line, without needing to resect additional tissues, or needing any other medical interventions. The robotic coordinator confirmed the surgeon didn't have to staple medially to the incomplete staple line, and was able to continue the staple line where it stopped firing with the 2nd sureform stapler. The robotic coordinator confirmed there was no tissue push, nor any malformed staples, but was unable to confirm if there were any holes or gaps. As the incomplete staple line was alleged, missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. The product is not implantable. Occupation is blank because the information was not provided. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument made weird clicking noises during clamping and stapling which then caused an incomplete staple line. Another sureform 60 stapler instrument was used and the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the instrument was inspected prior to use and no damage was noted. The packaging was intact and not expired. The sureform 60 stapler instrument that had the clicking/grinding noise was confirmed as lot #l13221229-0526, and was returned to isi. The stapler (lot #l13221229-0526) started having the clicking noise during the 2nd fire, when firing with a white reload. The stapler stopped firing during the middle of the 2nd fire and the staple line then was found incomplete with no bleeding observed. The surgeon was not firing over an existing staple line. The surgeon used a second sureform 60 stapler to continue completing the staple line, without needing to resect additional tissues, or needing any other medical interventions. The robotic coordinator confirmed the surgeon didn't have to staple medially to the incomplete staple line, and was able to continue the staple line where it stopped firing with the 2nd sureform stapler. The robotic coordinator confirmed there was no tissue push, nor any malformed staples, but was unable to confirm if there were any holes or gaps. The patient was reported recovering well with no post-operative complications. The reloads associated with the event were confirmed not available to return to isi.